Event description:
It was reported that there was a hole in the inner packaging that peeled away the lid in the inner packaging. The item was still implanted being that it was in the inner most package. The inner container was still sterile so it was deemed appropriate to implant.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.